Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had error codes that needed clearing. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced the main board of the device. Updated the software of the device. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500 h4: correction: device manufacturing date: 19-feb-2016.

Manufacturer narrative:
Other text: b5: additional information received by smiths medical/ICU on (B)(6) 2022 via email and attached to complaint object: customer stated that the unit was beeping while at the clinic and the error code said it needed serviced. It was taken to their shop and the code stated that it needed calibration. The customer clarified in an email dated (B)(6) 2022 that the issue did not occur while in use with a patient. The error messages appeared as soon as the unit was turned on.